Manufacturer narrative:
The customer resolved the reported issue by using a backup electrosurgical unit (esu). The system was then working properly, and no additional action was required. No product is expected to be returned for analysis as a result. Verification via system logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the esu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted transhiatal esophagectomy non transthoracic surgical procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) called in to state that there was monopolar energy issue as the energy did not deliver as expected. The customer suspected that the coagulation and cut functions were opposite. The technical support engineer (tse) advised the customer to check if the pedal icon was active when pressing the pedal. The issue was resolved with another electrosurgical unit (esu). The procedure was completing as planned with no report of patient injury. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the electrosurgical unit (esu) initially powered on without errors. The procedure was completed robotically.